Event description:
Aortic neck was characterized by angulation. The deployment of the zenith main body graft was viewed landing lower in the aorta than had been planned. A main body extension was advanced into the aorta and deployed overlapping the sealing stent of the main body graft, and extending the graft closer to the renal arteries. A secure seal of the aorta was viewed during the completion angiogram.